Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, no image was likely caused by the damaged cable. Additionally, the bent coupler plate allowed a liquid invasion, damaging the circuit board. The bent coupler plate was likely caused by dropping or hitting the camera head. This issue is addressed in the instructions for use (IFU): "·do not give a shock to the camera head. It may be damaged. ·do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿no image appeared when in use¿ was not confirmed. However, the unit failed the leak test due to a cut cable. In addition, kinks the coupler base plate was found bent and coupler of the lens was damage. The cause of the physical damage to the cable cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported during an unspecified procedure, no image appeared when in use. It is unknown if the intended procedure was completed. There was no patient injury reported.